Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and the insulin was squirting out. Customer stated that they experienced a high blood glucose and the high blood glucose value was 250 mg/dl. Customer treated with manual injection for high blood glucose. Customer stated that the drive support cap was normal. The customer decline troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received compromised force sensor system alarm during the basic occlusion test due to moisture damage on fsr.